Event description:
Probe shaft frosted during 30 second freeze portion of the pretest. Another pcs-17r was opened, tested fine and was used instead.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.